Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0zsu2, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a lead would not enter the hub of an implantable neurostimulator (ins) and resistance was seen to be met by the lead. When the set screw was backed out, the lead finally went in after multiple attempts. After multiple impedance checks impedance showed, no matter how the parameters were changed. The physician removed the lead and re-implanted a new lead. The second lead would also not go into the ins. No troubleshooting was attempted as the lead wouldn¿t go into the ins. After multiple attempts while the patient was under anesthesia, a new ins was requested. The new ins connected to the lead with no issue and the event was resolved. The reporter noted that product issues led to the event, not the physician, due to the resistance seen and the multiple leads that were used. The patient status was no injury and no surgical intervention occurred.